Event description:
Manufacturer received a report from a dealership alleging the concentrator was in the home where fire consumed the house and the end user passed away. What role if any, the device played in the incident is unclear.